Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported hemorrhagic stroke could not be conclusively established through this evaluation. Additionally, a direct cause of the reported infection could not be determined. The patient remains ongoing on vad support. The current revision of the heartmate 3 lvas IFU lists infection, bleeding, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The patient care and management section provides information regarding anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a hemorrhagic stroke on (B)(6) 2018. A subacute left subdural hematoma was observed. A CT on (B)(6) 2018 showed stable hypo-density and loss of gray-white matter junction in the left temporal lobe suggestive of infarction or edema. Stable left convexity subdural hematoma extending to the left tentorium and left anterior falx. The patient remained on anticonvulsive medications per neurology. It was reported that the patient had a major infection starting on (B)(6) 2018 and resolving on (B)(6) 2018. The patient had been admitted on (B)(6) 2018 for a repeat debridement of the driveline exit site and consideration of the lvad replacement. The patient was treated with hospitalization, surgery, changes to medication, and parenteral antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A direct correlation between heartmate 3 lvas and the reported stroke could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with a headache on (B)(6) 2018. A head CT revealed a subacute left subdural hematoma measuring up to 1.1 cm in thickness over the left cerebral hemisphere. On the following day, the patient was aphasic. A head CT on (B)(6) 2018 showed subdural hematoma with left to right midline shift measuring 0.3 cm previously 0.4 cm. The patient was taken off all anticoagulation when the bleed was discovered and received a dose of intravenous ddavp. On (B)(6) 2018, neurology was consulted and surgical intervention was not recommended. The patient was to continue on keppra. On (B)(6) 2018, the patient had global aphasia. A head CT on (B)(6) 2018 showed stable hypo-density and loss of gray-white matter junction in the left temporal lobe suggestive of infraction or edema. Stable left convexity subdural hematoma extending to the left tentorium and left anterior falx. As of (B)(6) 2018, the patient was still admitted at the site receiving care. The patient continued to have expressive aphasia and confusion, along with having some anger and agitation. The patient was restarted at a lower dose of anticoagulation per neurology. The patient was started on zyprexa 2.5 mg twice daily(bid) and remained on vimpat and keppra. No additional information was provided.